Manufacturer narrative:
All available information was investigated and the returned device analysis did not confirm the reported gripper actuation issue as the device functioned as intended. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a conclusive cause for the reported gripper actuation issue could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Event description:
N/a.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first xtw clip was successfully deployed on the lateral portion of the a2/p2. Then a second xtw clip delivery system (cds) was advanced to the mitral valve, and the clip was positioned. However, during gripper functionality test in the left atrium, it was noted that one gripper was not lowering. Troubleshooting was performed but failed. The clip arms were inverted and the cds was removed with the clip attached. The procedure continued with a new xtw clip. The clip was successfully deployed. Two clips were implanted, reducing mr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.